Event description:
It was reported the screen on the customer's insulin pump was damaged. Customer's blood glucose was 210 mg/dl. The customer stated there was lines on their insulin pump's screen. It was found the customer's insulin pump had fallen from their body and hit against a bath tub. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.